Event description:
It was reported that during an open gastrectomy procedure, on the first and second firing, the device did not staple. The surgeon used two other reloads to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).